Event description:
The lay user/patient called lifescan (lfs) on the 2nd day and alleged that her meter was reading inaccurately high. On 11/05 at approximately 7:30 p.m. The patient tested on her meter and obtained a result of 303 mg/dl. She felt that it was unusually high, because she did not have any symptoms at that time. She called her physician, who advised her to go to the emergency room. At around 7:35 pm, she arrived at the emergency room and they tested her blood glucose on the hospital meter; the result was 121 mg/dl. Patient was advised to rest. She was not given any treatment and was discharged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests and both failed. A replacement meter has been sent. Although the patient went to the hospital, she did not receive any treatment and the result of 121 mg/dl does not indicate a serious injury.